Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("the right essure micro-insert had actually perforated the fallopian tube/ both fallopian tubes had been perforated by the essure micro-inserts/perforation (fallopian tube(s)),"), abdominal abscess ("intra-abdominal abscess/surgery (other) type of surgery: an intraabdominal abscess was found from abdominal ultrasound,"), fallopian tube disorder ("significant amount of scar tissue"), abortion spontaneous ("heavy vaginal bleeding / blood work revealed that she was having a miscarriage/ bleeding/pregnancy (stillbirth or miscarriage)"), procedural haemorrhage ("amount of blood lost during surgery"), pregnancy with contraceptive device ("pregnant with essure"), post abortion haemorrhage ("heavy vaginal bleeding / blood work revealed that she was having a miscarriage/ bleeding") and abdominal infection ("abdominal infection") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnant with essure". The patient's past medical history included multigravida and parity 4 (on (B)(6) 2004 and (B)(6) 2006). Concurrent conditions included anemia, gestational diabetes and anemia. Concomitant products included cyanocobalamin (vitamin b12) since 1998, iron since 1998 and naproxen since 2007. On (B)(6) 2007, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), migraine ("migraine headaches"), dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/abnormal bleeding (menorrhagia)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse),"), rash ("topical rashes/rashes or skin conditions type: skins rashes"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain/weight gain"), alopecia ("hair loss"), depression ("depression"), anxiety ("anxiety"), pelvic pain ("pelvic pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and weight decreased ("weight loss"). In (B)(6) 2010, the patient experienced abortion spontaneous (seriousness criterion medically significant) and post abortion haemorrhage (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced fallopian tube disorder (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criterion medically significant) and vaginal infection ("vaginal infection/infection (bladder/ urinary tract/vaginal) type: vaginal infection"). In (B)(6) 2016, the patient experienced abdominal abscess (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain lower ("severe, lower abdominal pain/severe cramping"), back pain ("back pain"), arthralgia ("hip pain"), uterine pain ("uterine pain"), dysgeusia ("metallic taste in mouth"), anaemia ("exacerbation of anemia"), pruritus ("itching on/of arms, legs, and stomach/itching of arms,legs and stomach,"), abdominal pain ("severe abdominal pain/ abdominal pain"), abdominal infection (seriousness criterion medically significant) and complication of device removal ("complications from essure removal procedure"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with blood transfusion, auxiliary products, surgery (bilateral salpingectomy), surgery (endure another surgery to debride and drain the site of the infection on (B)(6) 2016) and surgery (the procedure had to be converted from a laparoscopy to a laparotomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, abdominal abscess, fallopian tube disorder, abortion spontaneous, procedural haemorrhage, pregnancy with contraceptive device, post abortion haemorrhage, migraine, dysmenorrhoea, menorrhagia, back pain, arthralgia, uterine pain, dysgeusia, anaemia, dyspareunia, rash, pruritus, vaginal discharge, vaginal infection, fatigue, weight increased, alopecia, depression, anxiety, abdominal pain, pelvic pain, vaginal haemorrhage, abdominal infection, weight decreased and complication of device removal outcome was unknown and the abdominal pain lower had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal abscess, abdominal infection, abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, anaemia, anxiety, arthralgia, back pain, complication of device removal, depression, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube disorder, fallopian tube perforation, fatigue, menorrhagia, migraine, pelvic pain, post abortion haemorrhage, pregnancy with contraceptive device, procedural haemorrhage, pruritus, rash, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: in (B)(6) 2010 plaintiff was prescribed medications to help with the bleeding and pain and later discharged home. During surgery, she encountered significant amount of scar tissue. So much so, the procedure had to be converted from a laparoscopy to a laparotomy, so that physician could safely remove the fallopian tubes. Then, physician also informed that both fallopian tubes had been perforated by the essure micro-inserts. Additionally, it was required a blood transfusion due to the amount of blood lost during her surgery. Since her (B)(6) 2016 surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hysterosalpingogram - on(B)(6) 2007: full occlusion of both fallopian tubes ultrasound abdomen - in (B)(6) 2016: revealed an intra-abdominal abscess ultrasound pelvis - in (B)(6) 2016: the right essure had perforated fallopian tube in (B)(6) 2010 blood work ordered by the emergency room physician revealed that, not only was pregnant, but she was also having a miscarriage. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet, new reporter, patient demographic information, lab data, patient relevant information, essure indication permanent birth control by bilateral occlusion of the fallopian tubes, concomitant product, new events abnormal bleeding (vaginal, menorrhagia), abdominal infection, weight loss, complications from essure removal procedure were added. The events pregnancy (stillbirth or miscarriage), rashes or skin conditions type: skins rashes, itching of arms, legs and stomach, dysmenorrhea (cramping), surgery (other) type of surgery: an intraabdominal abscess was found from abdominal ultrasound, perforation (fallopian tube(s)), weight gain, infection (bladder/ urinary tract/vaginal) type: vaginal infection were clubbed with previous events. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("the right essure micro-insert had actually perforated the fallopian tube/ both fallopian tubes had been perforated by the essure micro-inserts/perforation (fallopian tube(s)," abdominal abscess ("intra-abdominal abscess/surgery (other) type of surgery: an intraabdominal abscess was found from abdominal ultrasound,"), fallopian tube disorder ("significant amount of scar tissue"), abortion spontaneous ("heavy vaginal bleeding / blood work revealed that she was having a miscarriage/ bleeding/pregnancy (stillbirth or miscarriage)", procedural haemorrhage ("amount of blood lost during surgery"), pregnancy with contraceptive device ("pregnant with essure"), post abortion haemorrhage ("heavy vaginal bleeding / blood work revealed that she was having a miscarriage/ bleeding") and abdominal infection ("abdominal infection") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnant with essure". The patient's medical history included multigravida, parity 4 (on (B)(6) 2004 and on (B)(6) 2006), abdominal pain, uterine enlargement, uterine bleeding, herpes genitalis, ovarian cyst, ear pain, vulvovaginitis, blood in urine, diarrhea, pain in arm, dizzy, sensation of block in ear, acute sinusitis, energy decreased, difficulty sleeping, bartholin's abscess, paratubal cyst, coital bleeding, blurry vision, loss of consciousness, goiter, gonorrhea, trichomoniasis and multiple cesarean sections (2). Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included anemia, gestational diabetes, anemia, dysuria, dysfunctional uterine bleeding, iron deficiency anemia and sore throat. Concomitant products included cyanocobalamin since 1998, iron since 1998 and naproxen since 2007. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), migraine ("migraine headaches"), dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/abnormal bleeding (menorrhagia)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse),"), rash ("topical rashes/rashes or skin conditions type: skins rashes"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), depression ("depression"), anxiety ("anxiety"), pelvic pain ("pelvic pain/pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain/weight gain") and weight decreased ("weight loss"). In march 2010, the patient experienced abortion spontaneous (seriousness criterion medically significant) and post abortion haemorrhage (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced fallopian tube disorder (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criterion medically significant) and vaginal infection ("vaginal infection/infection (bladder/ urinary tract/vaginal) type: vaginal infection"). In september 2016, the patient experienced abdominal abscess (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abdominal infection (seriousness criterion medically significant), abdominal pain lower ("severe, lower abdominal pain/severe cramping"), back pain ("back pain"), arthralgia ("hip pain"), uterine pain ("uterine pain"), dysgeusia ("metallic taste in mouth"), anaemia ("exacerbation of anemia"), pruritus ("itching on/of arms, legs, and stomach/itching of arms,legs and stomach,"), abdominal pain ("severe abdominal pain/ abdominal pain"), complication of device removal ("complications from essure removal procedure") and cyst ("cysts"). The patient was treated with blood transfusion, auxiliary products and surgery (bilateral salpingectomy, endure another surgery to debride and drain the site of the infection on (B)(6) 2016 and the procedure had to be converted from a laparoscopy to a laparotomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, abdominal abscess, fallopian tube disorder, abortion spontaneous, procedural haemorrhage, pregnancy with contraceptive device, post abortion haemorrhage, abdominal infection, dysmenorrhoea, back pain, arthralgia, uterine pain, dysgeusia, anaemia, rash, pruritus, vaginal discharge, vaginal infection, fatigue, weight increased, depression, anxiety, abdominal pain, pelvic pain, weight decreased and complication of device removal outcome was unknown, the migraine and dyspareunia had resolved, the menorrhagia, alopecia, vaginal haemorrhage and cyst was resolving and the abdominal pain lower had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal abscess, abdominal infection, abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, anaemia, anxiety, arthralgia, back pain, complication of device removal, cyst, depression, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube disorder, fallopian tube perforation, fatigue, menorrhagia, migraine, pelvic pain, post abortion haemorrhage, pregnancy with contraceptive device, procedural haemorrhage, pruritus, rash, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: in mar-2010 plaintiff was prescribed medications to help with the bleeding and pain and later discharged home. During surgery, she encountered significant amount of scar tissue. So much so, the procedure had to be converted from a laparoscopy to a laparotomy, so that physician could safely remove the fallopian tubes. Then, physician also informed that both fallopian tubes had been perforated by the essure micro-inserts. Additionally, it was required a blood transfusion due to the amount of blood lost during her surgery. Since her september 2016 surgery, her symptoms have mostly resolved, though some remain. Three coils were seen within the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hysterosalpingogram: on (B)(6) 2007: results: full occlusion of both fallopian tubes. Ultrasound abdomen: in september 2016: results: revealed an intra-abdominal abscess. Ultrasound pelvis: in may 2016: results: the right essure had perforated fallopian tube. In mar-2010 blood work ordered by the emergency room physician revealed that, not only was pregnant, but she was also having a miscarriage. Most recent follow-up information incorporated above includes: on 3-jan-2019: event "cysts", added, previously reported events- "abnormally heavy menstrual bleeding/prolonged menstruation/abnormal bleeding (menorrhagia), abnormal bleeding (vaginal), hair loss " outcome updated to "recovering / resolving" and "migraine headaches , painful intercourse/dyspareunia (painful sexual intercourse" outcome updated to "recovered / resolved" from pfs. Medical history added from medical record. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("the right essure micro-insert had actually perforated the fallopian tube/ both fallopian tubes had been perforated by the essure micro-inserts"), abdominal abscess ("intra-abdominal abscess"), fallopian tube disorder ("significant amount of scar tissue"), abortion spontaneous ("heavy vaginal bleeding / blood work revealed that she was having a miscarriage/ bleeding"), procedural haemorrhage ("amount of blood lost during surgery"), pregnancy with contraceptive device ("pregnant with essure") and post abortion haemorrhage ("heavy vaginal bleeding / blood work revealed that she was having a miscarriage/ bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnant with essure". The patient's concurrent conditions included anemia. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2010, the patient experienced abortion spontaneous (seriousness criterion medically significant) and post abortion haemorrhage (seriousness criterion medically significant). On (B)(6) 2016, 8 years 7 months after insertion of essure, the patient experienced fallopian tube disorder (seriousness criteria medically significant and intervention required) and procedural haemorrhage (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced abdominal abscess (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), migraine ("migraine headaches"), dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation"), the first episode of abdominal pain lower ("severe, lower abdominal pain"), back pain ("back pain"), arthralgia ("hip pain"), uterine pain ("uterine pain"), dysgeusia ("metallic taste in mouth"), the second episode of abdominal pain lower ("severe cramping"), anaemia ("exacerbation of anemia"), dyspareunia ("painful intercourse"), rash ("topical rashes"), pruritus ("itching on/of arms, legs, and stomach"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), depression ("depression"), anxiety ("anxiety"), abdominal pain ("severe abdominal pain/ pain") and pelvic pain ("pelvic pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with blood transfusion, auxiliary products, surgery (underwent a bilateral salpingectomy, fallopian tubes were both removed), surgery (endure another surgery to debride and drain the site of the infection on (B)(6) 2016), surgery (the procedure had to be converted from a laparoscopy to a laparotomy) . Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, abdominal abscess, fallopian tube disorder, abortion spontaneous, procedural haemorrhage, pregnancy with contraceptive device, post abortion haemorrhage, migraine, dysmenorrhoea, menorrhagia, back pain, arthralgia, uterine pain, dysgeusia, the last episode of abdominal pain lower, anaemia, dyspareunia, rash, pruritus, vaginal discharge, vaginal infection, fatigue, weight increased, alopecia, depression, anxiety, abdominal pain and pelvic pain outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal abscess, abdominal pain, abortion spontaneous, alopecia, anaemia, anxiety, arthralgia, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube disorder, fallopian tube perforation, fatigue, menorrhagia, migraine, pelvic pain, post abortion haemorrhage, pregnancy with contraceptive device, procedural haemorrhage, pruritus, rash, uterine pain, vaginal discharge, vaginal infection, weight increased, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: in (B)(6) 2010 plaintiff was prescribed medications to help with the bleeding and pain and later discharged home. During surgery, she encountered significant amount of scar tissue. So much so, the procedure had to be converted from a laparoscopy to a laparotomy, so that physician could safely remove the fallopian tubes. Then, physician also informed that both fallopian tubes had been perforated by the essure micro-inserts. Additionally, it was required a blood transfusion due to the amount of blood lost during her surgery. Since her (B)(6) 2016 surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian tubes. Ultrasound abdomen - in (B)(6) 2016: revealed an intra-abdominal abscess. Ultrasound pelvis - in (B)(6) 2016: the right essure had perforated fallopian tube. In (B)(6) 2010 blood work ordered by the emergency room physician revealed that, not only was pregnant, but she was also having a miscarriage. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.